Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device produced sound. The customer's allegation was not replicated during evaluation. Based on the results from the evaluation, it is determined that the device was working as intended. The root cause is unknown.

Event description:
The customer reported the mx40 device does not have sound during bootup. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.